Manufacturer narrative:
The pump passed the displacement test, self test, and run current measurements however, the pump has high stop/idle current due to a faulty liquid crystal display driver.

Event description:
The customer reported via phone call that the insulin pump had low battery issue. Customer's blood glucose level was unknown. Customer was treated with troubleshooting. The device will be returned for analysis.